Event description:
It was reported that the cardiomems implant procedure was abandoned due to being unable to find an appropriately sized vessel for sensor release. Additional information has been requested.

Manufacturer narrative:
No device analysis results are available as the event occurred prior to device involvement and no product was returned for investigation.